Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was found by staff while investigating a previously returned device from the patient, that the patient had expired. Follow up has revealed that the patient received frequent and multiple appropriate shocks due to frequent ventricular tachycardia episodes. The patient had been to the emergency room many times and was transferred to a large medical center for additional interventions. An ablation was done. Soon after discharge from the hospital began having the frequent ventricular tachycardia. Exact cause of death has been requested and not yet received.